Event description:
Several pts developed a severe inflammatory reaction one day postop following intraocular lens (iol) implant surgery. In each case the iol delivery system was used. All cultures were negative. Additional info has been requested.